Event description:
The physician was recannulating a previous bypass graft, date of implant unknown. The crosscath support catheter was down beyond the lesion and when the physician attempted to pull back the catheter, it became stuck and broke off in the patient. The physician was able to remove the catheter and it was noted there was a weak spot in one area that had stretched. Another manufacturer's guide wire was used and no harm was noted to the wire. A piece of the catheter remained in the patient, however, due to the patient's health condition and the leg scheduled for amputation, the physician decided to leave the fragment in the patient.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
Event evaluation: a review of complaint history, instructions for use (IFU), quality control, and trends was conducted during the investigation. One used and damaged cxc catheter on a guidewire was returned for investigation. The strain relief was no longer attached at the hub of the cxc catheter but was present down the cxc shaft. Almost the entire remaining shaft was damaged; portions of the shaft were stretched, wrinkled/scrunched (indicating it had stretched and relaxed or pushed back on itself causing wrinkles/scrunching or an accordion-like appearance), and/or twisted. The distal part of the catheter where the separation occurred was thinly stretched and came off of the wire in a string-like or tail-like appearance. The guidewire appeared undamaged and measured approximately 0.032" in diameter. There is no evidence to suggest the device was not manufactured per specifications. The device is supplied with IFU which lists device description, catheter flow rates, intended use, warnings and precautions, potential adverse events, and proper usage instructions. Under precautions, the IFU states, "the catheter should not be advanced into a vessel with a diameter smaller than the catheter outer diameter," and states "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." The separated piece of the cxc remained in the patient's leg and was not removed as the leg was scheduled to be amputated due to the patient's condition. The patient expired on (B)(6) 2015 (5 days after the date of event) but was noted not to be related to the event. It is likely that the patients condition related to the occurrence, as this was indicated by the physician as well as the need for amputation due to the patient's condition. We have notified the appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
The physician was recannulating a previous bypass graft, date of implant unknown. The crosscath support catheter was down beyond the lesion and when the physician attempted to pull back the catheter, it became stuck and broke off in the patient. The physician was able to remove the catheter and it was noted there was a weak spot in one area that had stretched. Another manufacturer's guide wire was used and no harm was noted to the wire. A piece of the catheter remained in the patient; however, due to the patient's health condition and the leg scheduled for amputation, the physician decided to leave the fragment in the patient.